Event description:
In 2008, the patient reported that he has approximately 220 units of insulin remaining in his insulin cartridge, but the infusion device shows only 202 units of insulin remaining. He stated that previously the infusion device alarmed e1 (cartridge empty) but 10-20 units of insulin were remaining in the insulin cartridge. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.